Manufacturer narrative:
D4 - lot #, d4 - catalog #, d4 - primary UDI number, d4 - expiration date, g4 - PMA/510(k) #, and h4 - device mfg date: updated.

Manufacturer narrative:
One used sample was received for evaluation. Visual and functional testing was unable to verify or duplicate the reported problem. No lot number was provided; therefore, a device history record (DHR) review could not be conducted.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the air was leaking from the cuff. The event occurred during priming at facility.